Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-aug-2021. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On ((B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced epicondylitis ("epicondylitis"), periarthritis ("capsulitis"), arthralgia ("joint pain"), tachycardia ("tachycardia"), memory impairment ("memory impairment") and depression ("depression"), 10 months 1 day after insertion of essure. In 2014, the patient experienced pelvic pain (seriousness criterion intervention required). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, epicondylitis, periarthritis, arthralgia, tachycardia, memory impairment and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, epicondylitis, fatigue, memory impairment, pelvic pain, periarthritis and tachycardia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced epicondylitis ("epicondylitis"), periarthritis ("capsulitis"), arthralgia ("joint pain"), tachycardia ("tachycardia"), memory impairment ("memory impairment") and depression ("depression"), 10 months 1 day after insertion of essure. In 2014, the patient experienced pelvic pain (seriousness criterion intervention required). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, epicondylitis, periarthritis, arthralgia, tachycardia, memory impairment and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, epicondylitis, fatigue, memory impairment, pelvic pain, periarthritis and tachycardia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.